Event description:
On an unknown date, a patient in croatia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient's stoma was red and had pus. There was a wound that intesively dissected the purulent content. Granulation tissue was also present. There was an infection that was thought to have been around for awhile. The patient visited the physician who swabbed the stoma and prescribed amoxicillin+clavulanic acid 2x1 gram. Three days later the swab revealed proteus mirrabilis so antibiotic therapy was changed to ciproflaxin (ciprinol 2x500mg). The patient's surgeon also treated the granulations with argentum nitricum.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.